Event description:
It was reported that the patient had "shocking" that occurred with the system on or off. The patient had a revision because of this and the device was replaced, which resolved the issue. Subsequent information received reported that no diagnostics were performed, no malfunctions were seen or caused the issue, and the patient was receiving effective therapy. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).